Manufacturer narrative:
Device details as the serial number of the device was provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited loss of capture right after implant. A threshold tests was performed which detected the loss of capture, however, the tests continued even after the detection. The test was finished manually. Oversensing from the device is being suspected. Troubleshooting options and instructions for evaluation of the device on the next patient follow up were discussed. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited loss of capture right after implant. A threshold tests was performed which detected the loss of capture, however, the tests continued even after the detection. The test was finished manually. Oversensing from the device is being suspected. Troubleshooting options and instructions for evaluation of the device on the next patient follow up were discussed. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the devices serial number, but further information was unable to be obtained.